Event description:
Pt with aicd admitted to ER in full arrest. EKG shows pacer spikes without capture of heart. Pt pronounced deceased. Pt's cardiologist notified and came to ER to interrogate aicd. Per ER physicians note "dr came to the emergency room and interrogated the defibrillator which shows that six shocks had been administered at the time of this initial arrest with no response from the pt's heart." At a recent meeting, the cardiologist made the statement that he lost a pt due to a guidant defibrillator malfunction. This had not been reported prior to this time. The cardiologist submitted a letter stating that the device did not recognize ventricular fibrillation so no shocks were delivered. Device interrogation available for review. Ems record stated pt defibrillated -AED- for v-fib in field and en route to ER.